Event description:
Tandem corp. Refused to provide an essential software update to my daughter for her t:slim insulin pump. Version software 7.8 is needed to work with the dexcom g7. Dexcom g6 is being phased out and no longer available. Without the software update she cannot use dexcom g7. The t:slim pump was "just replaced" in (B)(6) 2024 due to failure to operate, so the pump in our possession (serial: (B)(6) is only 6 months old, and tandem refuses to provide the needed software update because they are saying it is out of warranty, knowing it is only 6 months old. This withholding of software could have severe adverse consequences to my daughter who is type I diabetic and might not be able to have access to a cgm now that the dexcom g6 is being phased out. Tandem corp. Needs to provide the latest software to users regardless of pump status (in warranty or out of warranty). And in our case the pump is only 6 months old, and they won't provide it. Reference report: mw5158753.